Event description:
It was reported that a catheter fracture occurred. A 90cm rubicon 35 was selected for use. Upon withdrawal, the physician attempted to remove the catheter from the patient's body; however, the catheter snapped. Femoral cutdown during endarterectomy was performed to facilitate removal of the catheter. There were no further patient complications reported and the patient's condition was okay.